Event description:
Stapler misfired on first fire. Stapler was clamped on vessel and misfire noted. Stapler was immediately removed, staple did not reach patient vessel. Stapler removed from field, replaced with new product. Surgeon and robotics lead made aware. Defective stapler retained for examination.

Event description:
Stapler misfired on first fire. Stapler was clamped on vessel and misfire noted. Stapler was immediately removed, staple did not reach patient vessel. Stapler removed from field, replaced with new product. Surgeon and robotics lead made aware. Defective stapler retained for examination.

Manufacturer narrative:
The following elements have blank data.